Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - 03.010.404, lot u131785. Released (B)(6) 2011. Orchid unique manufactured the cann. Connecting scr. F/ percutan instruments for nails-ex, p/n 03.010.404 and lot number u131785. The supplier's certificate of compliance indicates the parts were manufactured to p/n 03.010.404, and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No ncrs were generated for this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one device was received in excellent condition. The device has minimal cosmetic scratches, but no observable functional damage. The threads are intact and undamaged. A visual inspection, functional test, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of the complaint condition is unknown. This complaint is unconfirmed. There were no issues found with the returned device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cannulated connecting screw, for percutaneous instruments for nails would not connect into the insertion handle due to the threads being stripped. Another part was readily available and there was no surgical delay. Surgery was completed successfully. This is report 1 of 1 for (B)(4).